Manufacturer narrative:
The claimed lot number was shipped only to germany but the event occurred in the USA. We contacted with patient but we not determine lot number.

Event description:
The patient stated in stating that pen needle becomes clogged during his injection. This has happened 7 or 8 times with this box. He states that he primes his pen needle then injects his 18 units; however, the pen needle stops dispensing insulin at 10 units. He has to change the pen needle sometimes 3 or 4x to get his full injection. He does not reuse pen needle and he has been using droplet for years with no problem.